Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. To determine whether the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model. Analysis concluded this device met specification for normal battery depletion.

Event description:
Boston scientific crm received information that a replacement procedure will be performed in the near future. This device will be replaced. Reportedly, this device has reached replacement indicators due to chronically high ventricular threshold measurements with programmed outputs at 4.5v and .50ms. There was concern that the battery depleted more rapidly than expected. Upon removal, the device will be returned for analysis.